Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed denovo target lesion was located in the moderately tortuous and mildly calcified vessel located below the left knee. During the first attempt to inflate a 2mm x 40mm x 145cm coyote es balloon catheter the balloon would not inflate. It was noted that the balloon was folded, contrast media was leaking and a balloon rupture had occurred during advancement. The coyote es balloon catheter was removed intact and the procedure was completed with another coyote es balloon catheter. No patient complication were reported and the patient's status is listed as good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed denovo target lesion was located in the moderately tortuous and mildly calcified vessel located below the left knee. During the first attempt to inflate a 2mm x 40mm x 145cm coyote es balloon catheter the balloon would not inflate. It was noted that the balloon was folded, contrast media was leaking and a balloon rupture had occurred during advancement. The coyote¿ es balloon catheter was removed intact and the procedure was completed with another coyote es balloon catheter. No patient complication were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection of the returned device revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material and the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).